Event description:
The tip of a coral screwdriver broke off while adjusting a pedicle screw to line up with the other screws during spine surgery. The surgery was completed with a spare device that functioned properly. There was no increase in surgery time or injury to the pt reported.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.